Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, resistance was experienced in the biopsy/instrument channel and service found the insertion tube demonstrated wear, multiple kinks and snakiness were observed, and there were scrapes and tears inside the channel. Minor scratches were observed on the plastic cover at the distal end. The adhesive on the objective lens, light guide lens, and nozzle demonstrated wear. The bending rubber adhesive was cracked. No leaks were observed during the evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was resistance with gel like substance (foreign material) from the biopsy/instrument channel and on forceps. The issue was found during reprocessing of the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and it cannot be specified why the material remained in the channel. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the event. The procedure was completed without issue and the device was inspected before use. It was also noted that the device was not used on a patient with foreign material.